Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) reviewed the device data and noted that while the capture thresholds were stable, the daily right ventricular automatic threshold (rvat) tests were indicative of potential loc. Additionally, ts observed two stored episodes in which oversensed noise was detected on both the rv and right atrial (ra) channels. Ts suspected that a procedure may have occurred on the date of those recordings. Subsequently, the whole system was explanted and replaced due to sepsis. The replacement procedure was successfully completed and a new system was implanted. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) reviewed the device data and noted that while the capture thresholds were stable, the daily right ventricular automatic threshold (rvat) tests were indicative of potential loc. Additionally, ts observed two stored episodes in which oversensed noise was detected on both the rv and right atrial (ra) channels. Ts suspected that a procedure may have occurred on the date of those recordings. Subsequently, the whole system was explanted and replaced due to sepsis. The replacement procedure was successfully completed and a new system was implanted. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 2 (correction): this report is being submitted to correct field h6: device codes, section h. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) reviewed the device data and noted that while the capture thresholds were stable, the daily right ventricular automatic threshold (rvat) tests were indicative of potential loc. Additionally, ts observed two stored episodes in which oversensed noise was detected on both the rv and right atrial (ra) channels. Ts suspected that a procedure may have occurred on the date of those recordings. Subsequently, the whole system was explanted and replaced due to sepsis. The replacement procedure was successfully completed and a new system was implanted. No adverse patient effects were reported. This pacemaker remains in service.